Event description:
Information received from a trial patient in advance evaluation. It was reported that patient was feeling a burning sensation when urinating and stated could be a possible urinary tract infection (uti). Patient also complained soreness where the lead was placed. It was unknown if the issue was resolved at the time of the report. Patient was advised to follow up with healthcare provider (hcp). There were no further complications that have been reported as a result of this event.